Event description:
The scrub nurse noticed the reamer had a loose screw on the end of the offset reamer. This was noticed prior to the case commencing and was able to be replaced with nil patient delay. Tha 4.1

Manufacturer narrative:
An event regarding disassociation involving a mako reamer handle was reported. The event was not confirmed. Method & results: product evaluation and results: visual inspection did not confirm the event. The device functions as intended. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a product history review is not required, as no manufacturing specific issue has been alleged. Complaint history review: a complaint history review is not required as there was no patient involvement. Conclusions: no patient was involved and no actual or potential patient harm existed for the alleged event. The alleged failure mode was not confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
No new information.